Manufacturer narrative:
Product ID 8711, serial# (B)(4), implanted: 2004 (B)(6); product type catheter product ID 8711, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that the patient experienced acute withdrawal syndrome from the compounded intrathecal fentanyl and the compounded intrathecal clonidine. The patient had symptoms of acute agitation, severe pain and burning dysesthesias. At 17:10 on (B)(6) 2013, the patient¿s blood pressure (bp) was 197/111 and his heart rate (hr) was 104 beats per minute. At 17:45, his bp was 174/74 and hr was 53. Prior to admission, at 18:15, his bp was 148/51 and hr was 73. The patient was admitted to in-patient for stabilization and observation. 4mg of intravenous (IV) zofran, 2mg IV versed, 75mcg IV fentanyl and 5mg IV hydrazaline were administered. On the same day, it was noted that there was difficulty aspirating the catheter access port (cap) and no priming bolus occurred. During the catheter evaluation, 0.158cc was removed. The patient was receiving 0.3788cc per day. The event was ongoing. The event was reported to be related to the device or therapy and not related to the implant procedure. The device system was used to deliver fentanyl, clonidine and bupivacaine. It was later reported that the patient resolved without sequelae on (B)(6) 2013.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study. It was reported that the etiology was the entire catheter.